Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal and an upstream occlusion (uso) seal that was buckling. After investigation the results indicated a reportable malfunction due to the delaminated dso seal and buckling uso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and uso seal, updated software, and performed dso/uso sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the battery compartment was damaged. The customer returned the product for the damaged battery compartment, and during physical inspection it was found that the downstream occlusion (dso) seal was delaminated and the upstream occlusion (uso) seal was buckling. There was no patient involvement.